Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol) the part close to the connecting part between lens haptic and optic had cracked. The cracked point was where a plunger holds lens, around lens edge and haptic was connected together and plunger could have been bent. The removal of lens was not performed as the affected part was the lens edge which had suffered only optically minor impact. Setup was performed right before insertion. Additional information was requested.

Event description:
Additional information was requested and received stating that there was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened handpiece injector was received for the report of connecting part of haptic and optic cracked. A visual inspection of the handpiece injector was performed and was found to be conforming. A functional thread to barrel engagement check was performed and was found to be conforming. Finally, a dimensional plunger position height check was performed and was found conforming. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The injector was manufactured in (B)(6) 2021. The returned sample was found to be conforming for all visual and dimensional inspections, as well as functional tests, associated with the reported event, therefore connecting part of haptic and optic cracked as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).